Manufacturer narrative:
Lot number added.

Manufacturer narrative:
H3, h6; the associated device, used in treatment, was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The the journey flex-ext spacer 9mm broken in half. The pieces have been returned with the device. The device shows signs of extensive use. A complaint history review found related failures; this failure mode will be monitored for future complaints and assessed for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. The device is a reusable instrument that can be exposed to numerous surgeries and cleaning cycles. Plastics are vulnerable to brittle fractures due to over loading. A crack may have initiated during prolonged use or due to the heating and cooling associated with autoclaving. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary.

Event description:
It was reported that, during tka surgery, the journey flex-ext spacer 9mm broke, no pieces fell into the patient. The procedure was finished with a smith and nephew back up device without delays. The patient was not harmed.